Event description:
It was reported that visible air bubbles were observed. During preparation for a de novo pulmonary vein isolation procedure, the valve of the faradrive steerable sheath port was visible and allowed air to be drawn in during aspiration. Subsequently, the sheath was replaced, and the procedure was completed. There were no patient complications. The device is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that visible air bubbles were observed. During preparation for a de novo pulmonary vein isolation procedure, the valve of the faradrive steerable sheath port was visible and allowed air to be drawn in during aspiration. Subsequently, the sheath was replaced, and the procedure was completed. There were no patient complications. The device was received for analysis.